Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received a button error alarm on the insulin pump. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's blood glucose was unknown. Advised that the customer's insulin pump needed to be replaced. The customer had already reverted to her back-up plan. The customer stated that her blood glucose was higher than usual. Nothing further reported.